Manufacturer narrative:
The customer¿s report that the set separated was confirmed. Visual inspection of the set showed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was received. No crush marks were observed on the upper fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing resulted in no signs of leaks or separation from the silicone segment. After testing, examination under magnification showed the o-ring was still intact at the upper and lower fitments. The root cause of the separation was customer misuse with the set being stretched or flicked when attempting to get the air out of the line.

Event description:
The customer reported that in the nicu IV, the device alarmed "air in line". The tubing, which was being used for tpn, was removed from the pump module, and the tubing was flicked in an attempt to push air bubbles up the tubing. While this was being done, the tubing snapped and tpn drained out of the bag. There was no patient harm.